Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronic high thresholds that were recorded prior to rv capture management. The lead remains in use. No patient complications have been reported as a result of this event.